Event description:
Whle using rf unit wand surfacing device by stryker, noted apparent charring damage to tip of arthroscope- rf wand not actually touching scope. Noted collar of rf wand to be damaged ( appeared melter). When removing instrument, patient's skin noted to be burned (reddened and skin peeling) approsimately the size of a quarter. Wand was through skin port during use. Metal cannula not used.